Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: mitraclip system, steerable guide catheter, 1 implanted mitraclip. The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other clip delivery system referenced is filed under a separate medwatch MFR number.

Event description:
This is filed because the second mitraclip ((B)(4)) became caught in the chordae and on one leaflet, resulting in a leaflet tear, and requiring clip implantation in an unintended site. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. There was calcified posterior leaflet chordae and the heart was twisted which made imaging difficult. The first mitraclip was implanted reducing mr to 2 with a good result. The second clip delivery system ((B)(4)) was advanced to the mitral valve. Leaflet grasping was difficult due to poor visibility and while attempting to grasp, the clip became caught in the chordae. Standard troubleshooting was performed and the clip was freed from the chordae; however, while retracting it back to the left atrium, resistance was felt with the anterior leaflet, and the leaflet became torn. The clip became stuck on the chordae again and could not be freed; therefore, the clip was implanted far lateral to the first clip, on the chordae and anterior leaflet only. The mr increased to 4. The third clip (B)(4) was implanted in an attempt to minimize the increased mr, however, after it was implanted, mr remained at 4. The procedure was completed with the three clips implanted; however, the final mr grade had increased from 3 pre-procedure to 4 post-procedure. The patient was hospitalized due to heart failure that occurred post-procedure. The patient is in stable condition with no additional treatment planned. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effects of worsening mitral regurgitation, mitral valve injury, worsening heart failure and foreign body in patient, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. This event was further reviewed by an abbott vascular senior medical advisor and the reviewer stated that there is no evidence of a device issue in this incident. There was report of difficulty with imaging due to rotation of the heart secondary to prior surgery. Also the posterior leaflet chordae were calcified. This in conjunction with the imaging challenges led to the difficulty with grasping, interaction of the clip with the chordae, resistance and injury to the leaflet, and implantation of the clip in the chordae. The increase in mr post procedure was secondary to the torn leaflet and suboptimal reduction in mr due to the challenging anatomy and difficulty with visualization. All available information was investigated, and the reported difficulty grasping, difficult to remove from anatomy, physical resistance and entrapment of device or device component appear to be related to patient morphology/pathology and user technique/procedural circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.